Event description:
The customer received questionable results for tina-quant albumin (malb) on approximately eight patient urine samples. The customer was only able to provide results for three patient urine samples. All results are in mg/l. Patient 1 had an initial malb result of <1.0, accompanied by a data flag. The sample was repeated on the same hitachi modular p (modp) analyzer and generated a repeat result of 133.3. The customer deemed the repeat result to be the correct result. The customer was not able to indicate if the original result was released outside of the laboratory. The customer was unsure if there was an adverse event, and could not provide further information. Patient 2 had an initial malb result of <1.0, accompanied by a data flag. The sample was repeated on another modp analyzer and generated a repeat result of 2.8. The customer deemed the repeat result to be the correct result. The customer was not able to indicate if the original result was released outside of the laboratory. The customer was unsure if there was an adverse event, and could not provide further information. Patient 3 had an initial malb result of <1.0, accompanied by a data flag. The sample was repeated on the same modp analyzer and generated a repeat result of 134. The customer deemed the repeat result to be the correct result. The customer was not able to indicate if the original result was released outside of the laboratory. The customer was unsure if there was an adverse event, and could not provide further information. The lot of malb reagent in use was 66899501, with an expiration date of 06/30/2014. The field service representative (fsr) could not find a cause for the issue. He checked the analyzer and it was operating within specification. A decontamination was performed on (B)(6) 2013, and no discrepancies were found since then. The fsr performed a calibration and qc and a precision run. All results were within expected results with no low or high results. The fsr did note that there were three different lots of calibrator in the refrigerator where the calibration as drawn from. He observed the analyzer performing correctly and all system checks were successful.

Manufacturer narrative:
The investigation could not determine a specific root cause due to lack of pertinent information. It was noted that on a subsequent visit, the field service representative found an issue with the gear pump head, which was corrected. It could not be excluded that pipetting volume issues contributed to the erroneous results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.